Manufacturer narrative:
Device evaluation: the evo-pc-10-11-8-b device of lot number c1546204 involved in this complaint device was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the (B)(6) 2020. In summary the following results were observed in the lab evaluation: flexor was observed broken proximal near to the handle and polyimide joint was found broken. Stent was not returned. Handle was actuating fine. Following the lab evaluation additional complaint file pr 302551 was raised to capture the broken flexor. However, upon further investigation and with additional information received (images review), this failure appears to be related. Documents review including IFU review: prior to distribution all evo-pc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-8-b device of lot number c1546204 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1546204 ; upon review of complaints this failure mode has not occurred previously with this lot #c1546204. The instructions for use ifu0057-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer (ref. Att. "Pr300693 imaging review ver 1 ") impression: 1. Retrieval suture tethering to the delivery system is confirmed. This resulted in partial displacement of the stent into the duodenum. 2. The suture was retained proximally in the delivery sheath and distally on the cannula. The cannula retention most likely was secondary. 3. Because four sutures were present, the retrieval suture must have been retained at two points. The suture could have been retained anywhere on the stent¿s circumference. The most likely mechanism would be wedging of the suture between the delivery system and retraction sheath likely exacerbated by rotation. 4. The presence of four retained sutures is important in that it excludes improper suture loop loading through the grasping feature loop. In this scenario the loading suture loop would extend through the stent grasping suture and then loop back over the yellow grasping loop. Under tension stent loading suture loop would be locked to the stent grasping suture by the yellow grasping loop. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the suture getting caught up on the delivery system resulting in polyimide break which lead to the flexor coming under strain and the subsequent break. As per engineering input, "it is likely difficulty was first experienced distally during deployment (suture getting caught up on the delivery system) which lead to the flexor coming under strain and the subsequent break of the flexor material." Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the update of the annex f code - health effect - impact code (annex f) annex f changed from f11(f11 - minor injury/ illness / impairment) to f14 (f14 - prolonged episode of care).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to imaging review being completed on 24-sep-2020

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent couldn't be released from release system. "As per complaint form": the doctor push the evolution stent in the bile duct, in perfect positon. They open the stent, without any issues, take the safety wire out, the stent was completely open, but the grasping loop was connected with the inner catheter, the doctor need more as 1 hour to cut the connection. Yes the introducer system was fully recaptured before removing. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). What endoscope type and channel size was used? Olympus 4,2 mm channel. What was the position of the elevator? Was it opened or closed? Open. Details of the wire guide used (diameter, type, make)? Awg2-35-450. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. How long was the stent in the patient by the time this complaint occurred? 5 minutes. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? No specification possible. Is the patient known to be covid-19 positive? No. Stricture information: what was the length and diameter of the stricture? 5 cm. Where was the stricture located in the body? Bile duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: did the product fail during stent deployment or recapture? Deployment. Was the directional button pressed during use? No. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? Yes, the pictures coming with the device. Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Fluoroscopy. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. Was the safety wire fully removed before removing the delivery system? Yes. Did any part of the product snag/get caught with the stent when removing the delivery system? No specification possible. Are images of the device or procedure available? Yes. Questions related to during stent repositioning/removal: what instrument was used for stent repositioning / removal? Forceps, snare. Was the lasso (suture) loop used during repositioning. In addition to the attached form to be completed and below additional information our manufacturer investigator is also requesting the following: was the directional button fully engaged? Yes. Did the red indicator move when the trigger was pressed? Yes. Did the red indicator continue to move after the delivery stopped? No. Were any cracking/popping sounds heard from the handle? Yes. Was the stent partially exposed? Completely. If the stent was partially exposed, was it possible to recapture the stent fully before removal? No. Were any additional procedures needed? No. What is the patient outcome? <now the stent is in position not perfect but ok, the doctor will wait and control the patient in the next weeks. Clarification received on 16jun2020 confirmed 'yes the introducer system was fully recaptured before removing'.

Manufacturer narrative:
Component code (annex g): g04134 - tube device evaluation: the evo-pc-10-11-8-b device of lot number c1546204 involved in this complaint device was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 16th june 2020. In summary the following results were observed in the lab evaluation: flexor was observed broken proximal near to the handle and polyimide joint was found broken. Stent was not returned. Handle was actuating fine. Following the lab evaluation additional complaint file (B)(4) was raised to capture the broken flexor. However, upon further investigation and with additional information received (images review), this failure appears to be related. Documents review including IFU review: prior to distribution all evo-pc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-8-b device of lot number c1546204 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1546204 ; upon review of complaints this failure mode has not occurred previously with this lot #c1546204. The instructions for use ifu0057-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: 1. Retrieval suture tethering to the delivery system is confirmed. This resulted in partial displacement of the stent into the duodenum. 2. The suture was retained proximally in the delivery sheath and distally on the cannula. The cannula retention most likely was secondary. 3. Because four sutures were present, the retrieval suture must have been retained at two points. The suture could have been retained anywhere on the stent¿s circumference. The most likely mechanism would be wedging of the suture between the delivery system and retraction sheath likely exacerbated by rotation. 4. The presence of four retained sutures is important in that it excludes improper suture loop loading through the grasping feature loop. In this scenario the loading suture loop would extend through the stent grasping suture and then loop back over the yellow grasping loop. Under tension stent loading suture loop would be locked to the stent grasping suture by the yellow grasping loop. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the suture getting caught up on the delivery system resulting in polyimide break which lead to the flexor coming under strain and the subsequent break. As per engineering input, "it is likely difficulty was first experienced distally during deployment (suture getting caught up on the delivery system) which lead to the flexor coming under strain and the subsequent break of the flexor material." Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.